Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause for the reported heart block could not be determined. The reported hospitalization and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum and no difficulty implanting the 27mm navitor vision valve. The final non-coronary cusp implant depth was 4mm. On (B)(6) 2024, it was noted via electrocardiogram that the patient had worsening of their known first-degree atrioventricular block. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. The cause of the patient's worsening first degree heart block is attributed to the implant procedure, the 27mm navitor valve, and calcification. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.